Manufacturer narrative:
Review of production records has been performed and did not highlight any anomaly nor non-conformity on involved components. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery occurred on (B)(6) 2026, due to glenoid bone loss and stem loosening. Previous surgery was performed on (B)(6) 2025. During original surgery following humeral components were implanted: finned stem dia. 19 mm l. 80mm (pn: 1304.15.190, lot: 2513645, ster. 2500096). 140° humeral body reverse (pn: 1352.15.011, lot: 2513035, ster. 2500105). Extension for humeral reverse body (pn: 1352.15.001, lot: 2430343, ster. 2400276). Smr reverse liner +3mm (pn: 1360.50.815, lot: 21at277, ster. 2200049). In combination with glenoid components from another manufacturer. During revision the surgeon explanted the whole assembly, both glenoid and humeral components, that were replaced with glenoid from other manufactured and same humeral components with the exception of a thicker finned stem and a thicker liner, below detailed: finned stem dia. 20 mm l. 80mm (pn: 1304.15.200). Smr reverse liner +6mm (pn: 1360.50.820). Surgery was completed as intended. Patient is male, date of birth on (B)(6) 1961. Event occurred in the united states.